Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead dislodged. It was noted that the lead was failing to capture and sense. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.